Event description:
It was reported that while doing a gamma nail compression hip case, the surgeon noticed that the bolt that goes on top of the targeter would not hold the nail on the targeter, so the surgeon had to use the other targeter from the set to complete the case.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.